Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported that the device was cleaned, disinfected and sterilized prior to return to olympus. The customer could not confirm the origin or composition of the foreign material. Regarding pre-cleaning: the customer reported there was no delay in pre-cleaning after procedures and the nozzle was flushed with air and water. Regarding manual cleaning: the customer reported there were no abnormalities in the reprocessing accessories and the air/water nozzle was wiped down as per device instructions (wiped with clean lint-free cloths, brushes or sponges). The customer confirmed the air/water nozzle was flushed with detergent solution. During testing, the reported issue was confirmed: the bending angle for the up direction did not meet with specifications due to a worn angle wire. In addition, the worn angle wire caused the up/down directional knob to have excess play. Visual examination showed the following issues: the light guide cover glass was scratched; the universal cord protector was scratched; the scope cover unit was scratched; the lock engagement lever was scratched; the lock engagement knob was scratched; both directional knobs were scratched; the connector cover was scratched; the scope cover was scratched; the scope connector was scratched; the universal cord was scratched; the hand grip was scratched; the control unit was scratched and discolored; the adhesive on the bending section cover was chipped; the switch box was scratched; and the connecting tube was scratched. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. The foreign material in the nozzle could not be specified. There was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that evis lucera elite gastrointestinal videoscope had reduced angulation. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.